Manufacturer narrative:
One opened pouch printed aa6106 lot n 3564609 containing a pediatric 2 way folysil catheter was returned. At visual examination we could observe that a blue spigot was inserted in the drainage channel of the funnel and that the distal tip was cut. Based on the above, this complaint is confirmed.

Event description:
(B)(4). According to the information received, a 10 month child had a catheter inserted and the balloon was inflated with 1.5 ml of physiological saline. Shortly after the catheter slipped out of the child but the catheter tip was missing. It was assumed that the catheter tip was still in the child's bladder. The breaking point of the catheter was sharp edged. Cystoscopy was performed but nothing was retrieved. In the hospital they discussed that the tip may have come out unseen when the girl urinated. Directly after the indicident, a sonographic control was done that did not show any foreign material.